Event description:
It was reported that the patient's blood glucose level rose to 15.6 mmol/l (280 mg/dl) while wearing the pod between 1 and 4 hours. The device showed 240 mg/dl while a blood glucose check showed 280 mg/dl, prompting concern about sensor/signal accuracy. The patient reported being unsure if the cannula was properly seated in the infusion site. The patient also reported that they had "blood leaking" from the infusion site and pain. As treatment, a new pod was applied.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed, and the product lot met all acceptance criteria. We are unable to confirm or determine the root cause of the reported unsure properly inserted cannula. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.